Manufacturer narrative:
Statspin express 4 centrifuge reported loud noise during operation. Upon inspection, it was determined that the connector to the pcb board was distressed and customer advised to quarantine the device and get the replacement for pcb and connector. It can be reasonably assumed that the distress described by the customer per review of cf has been concluded to be damage, i.e. Charring, warning of the connector. No injuries were reported, and no open flames, smoke emission, nor was the fire department called.

Event description:
Customer reported the express 4 unit was running very loud and the inner connect cable appeared distressed.